Manufacturer narrative:
D6a: corrected implant date.

Manufacturer narrative:
Updated information: h6 med dev prob code removed a141101.

Manufacturer narrative:
Section e initial reporter information was added since it was omitted from the initial.

Manufacturer narrative:
The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product and insufficient data logs were returned for evaluation.

Event description:
Clinical rationale/review: an impella 5.5 was placed via the axillary graft to support the 67-year-old male patient, along with ECMO. The pump was supporting as the patient was to have a CABG surgery and valve due to underlying native cardiac condition. The pump was supporting when on the 5th day there was elevated purge pressures and dropping purge flow. The team troubleshot these alarms by adding the lytic tpa to the purge fluid. On the 9th day of support the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.